Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was treated for an ulna fracture with plate and screw fixation. Six weeks later everything was fine. However, six months later on (B)(6) 2014 pseudoarthrosis was discovered. The hardware was removed on (B)(6) 2014 and was discarded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). It is unknown which of the two lot numbers were involved in the complained event. Reviews of the device history records for both lots were completed: no non-conformance reports were generated during production of either lot. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition for either lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.